Manufacturer narrative:
The customer advised physio-control that they have decided to not perform repairs on the device. The device was not returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that the device would intermittently not boot up during their daily device test. The customer indicated that once the device did boot up, after charging to 200 joules, the device would abort the defibrillation charge. There was no patient use associated with the reported issue.